Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by customer network issue. A technical support specialist checked the station and was able to log in and confirmed issue with the customer network. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had issues with users being unable to log in. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.